Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article, "clinical performance, patient reported outcome, and radiological results of a short, tapered, porous coated cementless femoral stem: results up to seven years of follow-up" by michele ulivi, md, luca c. Orlandini, md, valentina meroni, md, michele d.m. Lombardo, md, giuseppe m. Peretti, md, reviewed for MDR reportability determinations. All patients within the study underwent total hip arthroplasty and received depuy tri-lock bps stems, pinnacle acetabular cups, marathon 10 degree hooded polyethylene liners, and biolox delta 32mm ceramic femoral heads. Of the 159 patients in the study, there were reported 5 patient deaths over the course of the seven year study, for which no procedure or product related issues were implicated. It was reported that the deceased patients' femoral stem components were still in-situ and were without complications at the times of their deaths. The only revision surgery reported was for one patient who experienced hip dislocation, 3 years from primary implantation, for which the femoral head was revised. It was indicated that a longer ball head paired with hooded liner position opimization could achieve optimal stability, and that existing cup position was satisfactory with regard to inclination and anteversion. It should also be noted that there was insufficient information provided within the study to determine if the patient who experienced dislocation was also a patient that had expired during the course of the study.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.